Event description:
Note: boston scientific corporation was notified of this event by the court. On june 24, 2009, it was reported to boston scientific corporation that, "the physician attempted to use the device on patients in accordance with the device's intended use. Certain patients were caused to suffer pain, discomfort and injury." No additional information is available at this time.

Manufacturer narrative:
The device has not been received by the manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.